Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe barrel that a syringe was discovered with a dent in it. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd luer-lok syringe barrel that a syringe was discovered with a dent in it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Three photos and one loose 3ml assembled syringe was received and reported to be from batch #8116922 (p/n 309702). The sample was visually evaluated. The syringe was found to have damage to the barrel wall between the 1/2ml and 1ml markings. The observed damage is rejectable per product specification. Potential root cause for the damage is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.